Manufacturer narrative:
A batch review of the finished good lot and components confirmed there were no quality issues noted throughout the incoming inspection, manufacturing, sterilization, in-process, or final inspection process. To date photos or samples have not been returned for review and/or analysis. There were no retained samples available for testing. If additional information or sterile samples are received a follow-up report will be filed. Adverse effects associated with the use of this device may include, wound dehiscence, failure to provide adequate wound support in closure of the site where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from condition which may delay wound healing, infection, minimal acute inflammatory tissue reaction, localized irritation which skin sutures are left in place for greater than 7 days, suture extrusion and delayed absorption in tissue with poor blood supply, calculi formation in urinary and biliary tracts when prolonged contact with salt solutions such as urine and bile occurs and transitory local infection at the wound site. Infections, erythema, foreign body reactions, transient inflammatory reactions and in rare instances dehiscence are typical or foreseeable risks associated with any suture and hence are also potential complications associated with the barbed suture device. Without receiving sterile devices from the same finished good lot for review/testing or photos of the incision site or abscess or receiving detailed information regarding, pre-operative preparation of the devices, placement of the suture material in the tissue, patient health history, cultural results, or surgeons technique, a definitive root cause cannot be determined at this time.

Event description:
It was reported by our distributor that a patient underwent anterior cervical approach decompression and internal fixation surgery in (B)(6) 2021. The suture was used to sew the subcutaneous tissue in front of the neck. Around (B)(6), the abscess appeared on the neck. The patient went to the hospital for reexamination, then debridement was performed and dressing was changed daily. The patient is recovering now.